Event description:
It was reported that a patient had a fracture dislocation traumatic injury at levels t12-l1. The patient had a posterior spinal fusion procedure at levels t11-l3 on (B)(6) 2014, utilizing synthes uss dual opening titanium but a revision surgery would be needed. After reviewing the anteroposterior (ap) x-ray images it indicated that screws at t11 appeared to have slipped off the cranial rods on an unknown date. On (B)(6) 2014, a revision surgery was performed on the patient. The surgeon removed and replaced the nuts, collars and rods. The new uss do screws were placed at t10 to extend the construct up one level. The new rods, nuts and collars were placed and connected to complete this revision procedure. This is report 24 of 25 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient¿s age: (B)(6). Date of event is unknown. Additional codes- mni, mnh, kwp, kwq. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.